Event description:
It was reported via facility medwatch that during a percutaneous transluminal coronary angioplasty and stenting procedure, a balloon burst occurred. The unspecified lesion was located in the mid to distal left anterior descending artery (lad). An unspecified stent was placed in the lesion. The physician attempted to post-dilate the stent with the 20 x 3.5mm quantum maverick balloon catheter. The maverick was inflated "multiple" times for 30-60 seconds using 5 atms in the mid to distal lad to 20 atms in the mid lad. When the balloon was inflated to the "maximum burst rate pressure", the balloon burst. It was noted that contrast material was located within the left sinus of the valsalva / coronary cusp "with straining". The physician completed the procedure with this device. The pt was taken to "a higher level of care" and the next day the pt was discharged home. No other further pt complications were noted.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.